Manufacturer narrative:
A specific cause for the reported driveline infection could not be determined through this evaluation. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's date of birth was not provided. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide#. FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. (B)(4). Approximate age of device - 6 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient accidentally dropped the 14 volts battery which resulted to tugging of the driveline and had been since having purulent drainage from the driveline exit site. The patient was afebrile, lightheaded with significant abdominal pain and occasional diaphoresis. The patient was admitted on (B)(6) 2017. A CT of chest, abdomen and pelvis showed subcutaneous fluid collection about the driveline in the anterior abdominal compartment. The vad surgeon evaluated the patient and surgical debridement was not recommended. Infectious disease specialist was consulted and cultures were obtained. The cultures were positive for (B)(6) the patient was treated with triple antibiotics(vancomycin, zosyn, cephalexin) . On (B)(6) 2017, the patient was discharged with 14 days course of antibiotics therapy.